Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At a routine 45-day follow-up appointment, transesophageal echocardiogram (tee) revealed a thrombus on the superior aspect of the closure device.

Manufacturer narrative:
D6a: implant date added h6: evaluation conclusion code updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At a routine 45-day follow-up appointment, transesophageal echocardiogram (tee) revealed a thrombus on the superior aspect of the closure device.